Event description:
It was reported that a homechoice (hc) device experienced an unknown system error. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a homechoice (hc) device experienced a system error 2084. Additional information: evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device operated per specification. An event history log review was performed, and identified an occurrence of the system error 2084. The reported condition was confirmed. The cause of the condition was not determined. As the device met all specifications during testing, repair was not required. Should additional relevant information become available, a supplemental report will be submitted.